Event description:
On (B)(6) 2017, the reporter for the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca made a follow up call to the patient. The reporter stated that the alleged product issue began on (B)(6) 2017 in the evening. The patient reported that she obtained blood glucose results of 25.9, 19.7, 15.0 and 9.7mmol/ on the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages her diabetes with humalog insulin self-adjuster and reported that she increased her dose of insulin in response to the alleged product issue. The patient stated that on an unknown time after the alleged product issue began she developed the symptoms of dizziness and nearly fainted. No further hcp or medical intervention was specified. During troubleshooting the cca noted that the meter was set to the correct unit of measure, the patient carried out the correct testing steps and the results were obtained from the same approved sample site. The test strips were stored correctly, within their expiry date and the test strip vial was neither cracked nor broken. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.